Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display was cracked and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings:visual inspection revealed that the display lens was cracked on the top left corner of the display. During testing, the pump powered on but the display was blank. The pump case was removed and the display screen was found to be cracked. A test display was inserted and found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.